Manufacturer narrative:
H10: the affected part was returned to manufacturer site for a detailed investigation. The device was opened, checked, and cleaned. The reported issue could not be reproduced and the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). Taking into account all the above information, hardware deviations with the device can be ruled out as the cause of the reported event. Most likely error message reported was caused by an improper gas supply or a missed gas blender warm-up phase.

Event description:
See initial report.

Event description:
Livanova deutschland received report that a s5 gas blender system gave an error code with an audible alarm, that could not clear, associated to a discrepancy between the actual and set gas flow values during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in toronto, canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.